Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set on (B)(6) 2026. The patient stated that the infusion set cannula was kinked, and symptoms were noticed within three hours of insertion. The patient experienced hyperglycemia with a highest reported blood glucose level of 497 mg/dl and was found to have ketones. The patient went to the emergency room on (B)(6) 2026, remained for approximately five hours, received saline fluids, and was discharged the same day. The patient replaced the infusion set. No further information available.